Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event related to small mesh excision reported via mw # 2210968-2021-02581. Event related to complete mesh excision reported via mw # 2210968-2021-02582.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2019 and the mesh was implanted. It was reported that the patient experienced small mesh exposure. It was also reported that there were no patient symptoms, but the patient underwent small mesh excision.